Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she seemed to be having inconsistent stimulation sensations. The patient did not feel any stim the night prior to report so she tried all the programs and did not feel a difference so she put stim back to her regular setting. The patient noted that in certain positions, she could feel more stim. Therapy was on and there was 50% or better symptom control. She had an overlapping sphincteroplasty prior to implant which made her symptoms worse and if you consider her baseline after the procedure, she was getting 50% reduction in symptoms. The patient had muscle spasms. She turned stim down and it helped the spasms for a few days but then, they came back. She got sick of the spasms so she turned stim off completely. She had since turned stim back on. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. Foll ow up is being conducted to obtain information about the circumstances that led to the event and the resolution of the event. If additional information is received, a follow up report will be sent.